Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
(B)(4). The patient underwent an MRI examination without informing the surgeon. After the exam the pump locked out and alarmed. The flow is now minimal: there no emergency to but is necessary to reactivate the pump. No patient aes have been reported. (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the pump nkbgd5 was flowing normally (no alarm) up until the MRI examination on (B)(6) 2015. The pump interrogation few days after the MRI, on (B)(6) 2015 was reporting a ¿hardware failure [11]¿. The last refill was performed on (B)(6) 2015, its corresponding transaction log was not available at that time. The sales representative was not able to reach the pib team during the field visit, thus the pump data (status, error, sensors) could not be collected at that time. Without the agreement from the pib, he decided to clear the error flags on (B)(6) 2015, and allow the pump program to be restart. Codman requested a deeper investigation of the case, and a close monitoring of the patient. The patient should immediately contact his physician if he remarks any change in the therapy, or pump beeping. A second field visit was organized on (B)(6) 2016. The pump interrogation performed during field visit by means of a hardware technician key. The values are consistent with the expected status and sensor measurements. The corresponding temperature measurement is 34.0625°c and the fls frequency measurement is 315470 hz which corresponds to 5.89 ml. Those data were discussed during a pib (problem investigation board). Based onto the information provided, the board concluded that the data were consistent and that the physician could resume the medication. The physician decided not to restart the program, for reasons independent. A DHR review was performed for the medstream pump 91-4200 sn# (B)(4), (lot# ckgdgr), and it was observed that the lot met specifications when released on august 26th, 2009. The complaint was confirmed based on the pump interrogation performed during field visit on (B)(4) 2015, by means of a hardware technician key. It was observed "hardware failure [11]". It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. Corrective action was implemented to avoid this defect, effectiveness has been demonstrated for pumps manufactured after CAPA implementation ((B)(4) 2010). The pump involved in this complaint was manufactured prior the implementation of the CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.